Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic issue. There was no patient harm.

Manufacturer narrative:
Updated fields - (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) stated after inspection, I could not duplicate any fiber optic issues. I connected my fiber optic simulator and received successful fiber optic readings. I reseated fiber optic board and cleaned fiber optic lamps as a precaution. I performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.